Manufacturer narrative:
The device was not returned for evaluation. The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a knee procedure, a precision blade was used successfully. It was noted after the surgery that the expiry date had passed. There was no report of adverse consequences or surgical delay as a result of this event.

Event description:
It was reported that during a knee procedure a precision blade was used successfully. It was noted after the surgery that the expiry date had passed. There was no report of adverse consequences or surgical delay as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device has not been returned to manufacturer.